Event description:
Patient with history of thyroid cancer and recurrence presented for modified radical neck dissection. Induction and intubation were uneventful. (Medtronic nims ett 6.0) the cuff was initially inflated with 9ccs air. During prep, an air leak was noted ("blowing bubbles") and an additional 2ccs air was inserted. About 30 minutes into the procedure, the team had difficulty ventilating with increased airway pressures. O2 sats began to fall into the low 90s. Cmac videolaryngoscopy confirmed that tube placement was good. Continued difficulty with ventilation. System checked w/o evidence of obstruction. Sats dropped into the 30s. Pea (pulseless electrical activity) arrest ensued with chest compressions and epi 1mg. A fiberoptic scope was passed and revealed that the nims cuff had migrated and was plugging the ett lumen distally. The cuff was deflated and the ett changed to a standard ett. The patient had prompt return of spontaneous circulation when ventilation achieved. The surgery was aborted and the patient transferred to the ICU where she was successfully extubated a few hours later. She returned to the or two later for the initially scheduled procedure.